Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Traces of moisture were found at the lcd board and motor assembly. The unit also sustained the following cosmetic damage: cracks at the display window corners, display window, reservoir tube, reservoir tube lip, and battery tube threads, along with minor scratches on the lcd window. (B)(4).

Event description:
The customer's husband reported via phone call that the insulin pump was exposed to moisture. The patient's blood glucose at the time of incident is unknown. The customer was on a boat and the pump slipped from the belt clip and landed on a puddle of sea water inside the boat. After the incident the pump wouldn't turn on, not even after it dried. Troubleshooting was initiated for pump exposer to fluid. The customer's husband confirmed that there was fluid under the lcd display, and that the pump had been bumped and dropped on multiple occasions. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.